Manufacturer narrative:
The monopolar curved scissors instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure that the monopolar curved scissors instrument was found to have a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the damaged cable was black, and the internal wires were not exposed. There were no images or video recordings of the procedure for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. There was no broken black conductor wire observed during visual inspection. Monopolar instruments do not have the conductor wire visible at the distal end. Additional findings not related to customer reported complaint: the instrument was found to have a broken grip cable at the distal end. No product issue was identified related to the conductor wire issue. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.